Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The patient had a total knee arthroplasty procedure done. Patient is 11 months post knee surgery as part of the (B)(6) trial. He has been experiencing pain and swelling in his left knee from 3 months post surgery and has been monitored since then with a treatment plan in place. Symptoms have not settled as planned.

Manufacturer narrative:
Reported event: an event regarding post-operative pain and swelling during the truck trial involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method and results: device history review: a review of the DHR associated with (B)(4) found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding post-operative pain and swelling during the truck trial. There were no other reported events for the listed catalog number. Conclusion: the session and vp log data from the case was reviewed. An analysis of implant planning, the checkpoints values, bone registration values, rio registration values, and bone preparation checkpoints values and resection visuals was completed. The data at this time shows all system verification values were within tolerance; the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The patient had a partial knee arthroplasty procedure done. Patient is 11 months post knee surgery as part of the truck trial. He has been experiencing pain and swelling in his left knee from 3 months post surgery and has been monitored since then with a treatment plan in place. Symptoms have not settled as planned.